Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 3 years ago. The vessel morphology was not reported. It was reported that the graft was 10mm from the renals and there was a possible type I endoleak. No further information has been provided for this case. The patient will be treated within the next 30 days with a cuff.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusions: (endoleak), (unknown cause of endoleak, no films or operative reports were received).